Event description:
During priming of the device in preparation for use, the user reported the occluder would not power on. No other details regarding the nature of the event were provided. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.